Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Impaction of the object with the basket is listed in the web ii memory extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use for the web ii memory extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary. Prior to distribution, all web ii memory extraction baskets are subjected to a visual and functional evaluation to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook web ii memory extraction basket. The basket was advanced through the endoscope and into position inside the bile duct. The stone was captured and the user attempted to manually fracture the stone but this was unsuccessful. The user attempted to perform mechanical lithotripsy. The stone became impacted with the basket. Several unsuccessful attempts and maneuvers were made to release the basket from the stone. The patient was sedated overnight. The basket and stone were surgically removed on (B)(6) 2011. The patient is recovering at this time.